Manufacturer narrative:
The product will not be returned for analysis and additional information will be submitted within 30 days of receipt. Concomitant medical products and therapy dates: prowler select plus (606s255fx/15981459); new enterprise 22mm (catalog unknown/lot 10327604).

Manufacturer narrative:
During treatment of an anterior communicating artery aneurysm, there was a lot of resistance during advancement of the enterprise vrd (enf452212/10314346) through the body of the prowler select plus (606s255fx/15981459) microcatheter; therefore the microcatheter and enterprise were removed together. The stent came off in the y-adaptor on the back end of the prowler select plus; the stent was not found on the table. A new enterprise 22mm lot 10327604 was used and it went smoothly without any problems through the same prowler select plus. The target vessel was not calcified and had medium tortuosity. It is unknown if there were any damages noted on the stent after use since the stent was lost when trying to evaluate it after removal from the patient. There were no damages noted on the microcatheter after use. An adequate continuous flush was maintained through the microcatheter. As reported the stent is not available for analysis and the delivery wire was not returned. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 10314346. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Based on the available information and without the return of the device for analysis, no conclusion can be made regarding the resistance encountered during advancement of the enterprise vrd. It appears that procedural factors related to the withdrawal process resulted in the deployment of the stent in the y-connector. If the introducer is not fully seated and secured in the microcatheter hub during transfer of the stent as outlined in the IFU, the stent will open up in the gap that is formed as it is advanced or withdrawn. This will result in resistance during transfer into the microcatheter. Additionally if the delivery wire and introducer are not held and together, the enterprise vrd will release as the introducer is withdrawn. Without the return of the involved device no definitive conclusion can be made; however, based on the device history records there is no indication of any manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.

Event description:
The physician was placing this enterprise stent (enf452212/10314346) and was getting a lot of resistance in the body of the microcatheter so he pulled it out of the prowler select plus (606s255fx/15981459). The stent came off in the y adaptor on the back end of the prowler select plus and was not found on the table. The microcatheter and stent were both removed. He then opened a new enterprise 22mm lot 10327604 and it went smoothly without any problems. The target vessel was acom which was not calcified and had medium tortuosity. The same microcatheter was used to complete the procedure. It is unknown if there were any damages noted on the stent after use since the stent was lost as the physician tried to evaluate it. There were no damages noted on the microcatheter after use. An adequate continuous flush was maintained through the microcatheter.